Event description:
It was reported that during an infusion, there were two channels being utilized for this infusion. The infusion was started @ 10:46, the main infusion would have been stopped about 15:46. This was followed by a one hour flush infusion set @ 8.5ml/hr. And vtbi 8.5mls. The original volume in the vial was 43ml.; 41ml. Was to be infused. While unknown the actual volume infused, the settings on the pump were correct and verified by two independent parties prior to initiating the infusion. The pump infusion volume read 41.4 ml. It was reported that there was about 20ml of fluid remaining in the vial by visualization post infusion. Channel b was providing saline dilution to the channel a infusion @ 9 times the rate and volume. The infusion hung approximately 20 inches above the pump. There were no gravity fed infusions going simultaneously. There was no harm to the patient.

Manufacturer narrative:
Additional information provided; sex & concomitant medical products. The customer¿s report that there was about 20ml of fluid remaining in the vial by visualization post infusion was not confirmed. Physical inspection of the device noted the instrument intact. The review of the pcu event log identified an infusion was programmed by user of iomab-b therapeutic on 24 june 2019. No obvious programming issues were observed. The total infusion time was 7 hours 15 minutes 33 second and total volume infused was approximately 50.351ml. The pump module was tested for rate accuracy and delivered IV fluids in specification. It was reported that a one hour flush infusion set @ 8.5ml/hr. And vtbi 8.5mls was programmed. Review of the logs do not show an infusion program with those parameters, but does contain an infusion with the rate of 9.3ml/h and vtbi of 9.3ml. The source disposable set was not returned for investigation. The root cause of the customer¿s report that there was about 20ml of fluid remaining in the vial by visualization post infusion was not identified.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified. Patient's demographics requested, but was not provided.

Event description:
It was reported that during an infusion, there were two channels being utilized for this infusion. The infusion was started @ 10:46, the main infusion would have been stopped about 15:46. This was followed by a one hour flush infusion set @ 8.5ml/hr. And vtbi 8.5mls. The original volume in the vial was 43ml.; 41ml. Was to be infused. While unknown the actual volume infused, the settings on the pump were correct and verified by two independent parties prior to initiating the infusion. The pump infusion volume read 41.4 ml. It was reported that there was about 20ml of fluid remaining in the vial by visualization post infusion. Channel b was providing saline dilution to the channel a infusion @ 9 times the rate and volume. The infusion hung approximately 20 inches above the pump. There were no gravity fed infusions going simultaneously. There was no harm to the patient.